Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found two similar complaints for this lot number. The returned device was examined and the complaint confirmed, the valve body of the catheter had detached from the catheter hub. The root cause is attributed to the assembly process. Corrective actions were implemented in december 2012 to correct this issue. This device was manufactured prior to implementation of the corrective actions.

Event description:
The user reported that during a paracentesis procedure the valve body of the drainage catheter included in the kit detached. No harm or injury was reported.